Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male pt the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.